Event description:
It was reported that during the procedure, the unit broke while being inserted into the tibia. It was further reported that part of the unit remained stuck to the screwdriver while the surgeon tried to remove the broken pieces from the tibia. There were no reports of any adverse consequences to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.